Event description:
Pt implanted with screws, rods and locking caps. Pt experienced increased pain and heard a popping noise. Follow-up x-rays showed right s1 screw completely dislodged from the rod and the left s1 screw was sliding down the rod. Due to motion of rod slipping out of the screw, the tplif moved posteriorly. The tplif bone migrated posteriorly within the l5-s1 disc space. Subsequently, some compression was lost on the allograft spacers. Surgeon believes pt pain may be originating from the l5-s1 disc space. Surgeon noted that tplifs above, l4-l5, l3-l4, l2-l3 looked fine. Surgeon plans to revise pt because of tplif migration. This is the 2nd of 6 reports submitted on this event.

Manufacturer narrative:
This info was not provided during the initial report. Additional info has been requested. Synthes is unable to determine the 510(k) # without a part number or lot number. Investigation is ongoing; no conclusion can be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.